Event description:
The manufacturer received information alleging a ventilator malfunction condition occurred. There was no harm or injury reported. The device did not meet acceptance criteria of evaluation process for the following conditions: unable to read device (blower/op hours) or complete sw update due to screen damage. Unable to test and missing rubber feet. The device was evaluated, and it was confirmed that the screen needs to be replaced. Lcd kit needs to be replaced due to not functional and unable to see data. The customer does not want any repairs done to the unit. The unit will be returned unrepaired. The device did not pass testing. The inlet air path assembly and removable air path foam was replaced per remediation.